Event description:
It was reported that the tool/blade stuck in attachment. At the time of the report, impact to the patient was unknown. Additional information received stating that there was no impact to the patient.

Manufacturer narrative:
B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. G3 : aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation of the device determined that the device that the tool was stuck in attachment. The likely cause of failure could not be determined. However it was also noted the bearings were misaligned and bearings were corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.